Event description:
It was reported that the patient attended treatment floor for chemotherapy. When flushing PICC, noticed leaking at around 3cm mark. No pain or discomfort from patient reported to nic of treatment. PICC pulled and flushed, fracture noted. Protocol followed.the PICC was inserted on (B)(6) 2026 via the basilic vein, with an exit site marking of 8 cm and a trimmed length of 48 cm. The securement device used was secureacath¿. The device was indicated for sact administration (ec-d regimen). The PICC was not used for CT contrast injection, and no prior interventions (e.g., line unblocking) were performed.the incident occurred on (B)(6) 2026, and the device was removed the same day. There was a delay in the patient¿s treatment; however, no patient harm was reported. A replacement PICC line will be required.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation